Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no clinical benefit since the pump was implanted. The pt had a successful trial so the implanted system was under suspicion. A catheter myelogram with CT showed contrast medium in the area of the pump connection but none in the csf. The total catheter was replaced. After connecting the catheter to the original pump a clearly visible leakage was found at the pump connector via fluoroscopy. The titration phase was ongoing at this time. The outcome was unk but appeared to be on a good way. The drug being administered via the pump was baclofen.